Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, at the end of the procedure, during plunger removal and suture harvest, the knot was not delivered successfully.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, during suture harvest, the knot was not delivered successfully. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The anterior mandrel was attached to a link. The posterior link was attached to a cuff. The cuff was examined and shows that the tabs were unbent and the collar was observed to have been crushed. The suture was still within the posterior guide channel, but was outside of the anterior guide channel. The suture was removed and was of normal length. The suture was attached to the posterior needle. The tip was examined and there was tip damage (blunt) with barb damage. These observations would indicate that the posterior needle tip detached from the posterior cuff during plunger withdraw and would not confirm the reported experience. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.